Event description:
It was reported that a spectrum iq pump infusion completed before listed time on the pump. This occurred during therapy in the treatment department (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event date was (B)(6) 2021. The medication was ceftriaxone, dose = 2 grams/50 ml, rate = 100 ml/hr, vtbi = 50 ml. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'infusion completed before listed time on the pump' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.